Event description:
On (B)(6) 2014 the patient contacted animas alleging that the keypad buttons ¿were messed up¿. Additional information was not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: investigation revealed that the bolus button cover was torn/punctured and the keypad cover was cut and torn under the down arrow keypad button. Investigation revealed that the contrast and up arrow keypad buttons were not working; the down arrow and ok keypad buttons were intermittently responsive. The keypad cover was removed and there was evidence of contamination found under all button key contacts. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and there was evidence of moisture corrosion found in the battery compartment. The returned battery cap was able to tighten properly to the pump. The pump failed leak testing due to the cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.